Manufacturer narrative:
No other complaints were found for the lot number. Date of event is an estimated date.

Event description:
According to the available information the catheter was removed and replaced due to a crack in the balloon.